Manufacturer narrative:
The subject product was not returned to omsc. The exact cause of the user's experience could not be conclusively determined. The user facility informed that the doctor did not extend the loop from the tube sheath when ligating the polyp. Therefore, omsc considers that user handling caused this phenomenon. The device instruction manual has warned users that there is possibility the loop cannot be detached from the devices and it also describes what to do if the loop cannot be detached. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that during polypectomy of stomach, the loop could not be detached from the device. The doctor attempted to remove the product in diverse ways during preparing surgery. Finally, he could remove it by using high frequency electrocautery to cut the loop. He didn't cut the polyp and completed the procedure. According to a report, the patient was in the hospital.